Manufacturer narrative:
Other applicable components are: product ID 3037 lot# serial# (B)(4) implanted product type programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient had a loss of therapy and that the patient programmer (pp) was not working in that it would not let the patient adjust their settings. At the time of the call the patient did not feel stimulation and indicated that the device was turned off. The patient did not want to turn the implant on until they knew what was wrong with the pp. It was also reviewed with the patient that stimulation cannot be increased when the device off and after turning the implant on the patient was able to increase stimulation as expected. The caller indicated that it is harder for the patient to urinate when the device is on and the patient feels that having stimulation on makes their symptoms worse. The caller stated the patient had the implant for urgency, but was still experiencing urgency. The patient was reported to be keeping stimulation at a low level and does not increase stimulation to where they feel it. The patient stated that when it is low they don¿t feel like it is helping their symptoms and could be making it worse. The patient does not think the device works. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID 3037, serial# (B)(4), product type programmer, patient.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the hcp was also unable to use the pp. They called a manufacturer representative (rep), who was going to come to check the device at the next visit on (B)(6) 2017. They were not sure what caused the lack of stimulation, device not working, loss/lack of therapy, retention, and urgency and noted that the symptoms hadn't been resolved.